Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump received several errors alarms and had blank display. The customer reported that the high blood glucose level was 15.0 mmol/l. Troubleshooting was performed. The customer was unable to complete the rewind and the insulin pump was stuck in rewind at the time of call. The customer was advised that the insulin pump will be replaced out. Product is expected to return for analysis.

Manufacturer narrative:
Pump monitored for several days and no blank display noted. Unit received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected external ram crc error and unexpected restart error alarm noted. No unexpected watchdog timeout alarm anomalies noted. No unexpected failed battery alarm anomalies noted. No unexpected battery out limit anomalies noted. No damage on the lcd isolation tape noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.